Event description:
It was reported that during a rectum procedure, instrument cut and stapled but staple line was incomplete. Pt is okay. Hand sutured. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.